Manufacturer narrative:
The device was not returned for evaluation. Furthermore, the product lot number is unknown. Results: the device was not returned for evaluation. No product evaluation can be performed.

Event description:
In late 2008, the patient underwent a total knee procedure using 2-0 quill srs monoderm in the superficial tissue layer. Staples were not used for the closure. Two (2) days following the procedure, the patient experienced a superficial dehiscence in the center of the wound. As a result, the patient was taken to the operating room for a secondary closure.